Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had cosmetic damage and reservoir compartment lip ring was missing. Customer's blood glucose level was unknown. Customer reports that reservoir was partially lock in place. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.